Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary procedure with implantation of a 3.0 x 15 mm xience alpine stent in the distal right coronary artery. During the procedure, plaque shift occurred. A non-abbott stent was advanced to treat the plaque shift; however, the stent was unable to pass through the residual lesion. The plaque shift was treated medically and resolved on the day of onset. No additional information was provided.